Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the right circumflex (rcx) artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced. The dragonfly opstar imaging catheter was also advanced; however, the imaging catheter was noted to be sticking with the guide wire. There was difficulty advancing and removing the catheter with the ht bmw guide wire. The devices were removed together and then independently inside the guide catheter. Another ht bmw guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, the reported difficulty advancing and removing the catheter appears to be due to operational context. In this case, it is likely that the guide wire damage (stretched coils) observed during returned device analysis of the guide wire caused the difficulty advancing and removing the catheter; however, the catheter was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: catalog and model number updated from unk dragonfly opstar to 1014652. D4: primary UDI number updated from unknown to (B)(4). H11: updated from d4: the UDI # is not known as the part and lot number were not provided to d4: a partial UDI was provided as the lot number is not known.